Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer attempted to remove and replace the battery and received a failed battery test. Customer's current blood glucose reading is 320 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.